Event description:
After placement, the pt was complaining of chest pain, x-ray was done, which showed a fragment in the pt's heart. Femoral snare was done to remove the fragment.

Manufacturer narrative:
Product implicated is a port with attachable 6 fr catheter and accessories. Product received is a plastic dual port with a dual catheter attached. The total assembly length is approx. 13.2 inches. Product received is not the product implicated. A 5.7 inch length (distal portion) of a sensor stylet was also received with the product. No DHR/chr review can be conducted due to no mfg lot number was provided. Initial complaint is that a fragement was located in the patients heart. The complaint does not explain the identity of the fragement. Complaint states that the sample was returned, thus it is assumed that the sensor stylet portion returned is the fragment. The sensor stylet has been kinked moderately to severely in two placed. The first kink is .65 inch from the distal tip and the second kink is 2.5 inches from the distal tip. The break in the sensor stylet occurs at approx. 5.6 inches from the distal tip. The break appearance suggest that it may have been caused by multiple kinking in the same area combined with a tensile force being subjected to the possible kink area. This complaint is inconclusive. Due to an incomplete complaint sample being provided a definitive conclusion cannot be reached.